Event description:
Additional information has been received and stated that there was no patient contact.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in b.5., d.10., e.4.and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported with a description of when the scrub person tried to deploy the lens, it became stuck and would no longer advance. Additional information has been requested.